Event description:
Potential error: apdyne medical phenol applicator kit - product was found to be in a gel state versus the expected liquid state. There were 2 vials (unopened, stored at mfg recommended ranges, and protected from light in provided brown bags) with lot b213 and 1 with lot ca01. Our ent provider had noticed that recently more opened products were in a gel state versus the expected liquid for use during their procedure. The products are verified prior to each use and disposed of if product is in the gel state. I called apdyne directly to report and get information on if this has been an issue in the past. I was told ·yes, it has been seen before", the only thing offered was "to report to your distributor and we will replace the product". When asked if there was data on how often this is seen, the representative stated "if it is over 12 packages then it would be reported". The organization is now collecting all products that are in the gel state to get a better handle on the frequency. (B)(4).